Event description:
Healthcare professional reported "postoperative bleeding: grade: (). Moderate bleeding requiring less than 2 units of prbc transfusion; requires puncture etc." This record is for a unknown side. Device status unknown.

Manufacturer narrative:
The event of "hemorrhage/bleeding" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hemorrhage/bleeding.